Event description:
It was reported that a user of the ilet system experienced hyperglycemia with a peak glucose of 317 mg/dl while using a steel infusion set, with persistent overnight elevation and inappropriate use of meal announcements for correction. The user performed a full supply change and glucose trended down to 285 mg/dl by the end of the call. Symptoms included hyperglycemia accompanied by weakness, nausea, and fatigue. Outcomes included continued monitoring at home without medical intervention. Investigation included troubleshooting and user education on proper meal announcements and infusion set management. Investigation of this case revealed user technique concerns related to using meal announcements as corrections and a suspected infusion supply performance issue. It was concluded that hyperglycemia occurred in the context of illness and probable infusion delivery or use-related factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.